Event description:
IT WAS REPORTED THAT DURING A PULSE FIELD ABLATION (PFA) PROCEDURE TO TREAT ATRIAL FIBRILLATION (AF), A FARADRIVE STEERABLE SHEATH WAS SELECTED FOR USE. THE SHEATH WAS SUCCESSFULLY INSERTED VIA GROIN ACCESS. HOWEVER, DURING ASPIRATION, CONTINUOUS ASPIRATION OF AIR WAS OBSERVED INSTEAD OF FLUID. DUE TO THIS ISSUE, THE SHEATH WAS REPLACED, AND THE PROCEDURE WAS COMPLETED SUCCESSFULLY. NO PATIENT COMPLICATIONS OCCURRED, AND THE PATIENT RECOVERED FULLY.

Event description:
It was reported that during a Pulse Field Ablation (PFA) procedure to treat atrial fibrillation (AF), a FARADRIVE Steerable Sheath was selected for use. The sheath was successfully inserted via groin access. However, during aspiration, continuous aspiration of air was observed instead of fluid. Due to this issue, the sheath was replaced, and the procedure was completed successfully. No patient complications occurred, and the patient recovered fully.

Manufacturer narrative:
Investigation Summary:With all the available information, Boston Scientific is unable to confirm cause of the reported clinical observation of a Visible Air/Bubbles. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device History Record Review:It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk Review:A risk review performed for the FARADRIVE device confirmed that the event of Visible Air/Bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling Review:Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/Instructions for Use (IFU). Investigation Conclusion:Boston Scientific has assigned an investigation conclusion code of Cause Not Established and supporting evidence that came to this conclusion. Boston Scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the Instructions for Use (IFU) was not followed.